Manufacturer narrative:
Per evaluation, the oxygen (o2) sensor passed voltage (complaint condition was not duplicated) but failed o2 reading accuracy. The voltage reading was 1.73 volts which was within specification. With the blender setpoint of 21% and 30%, the central control monitor (ccm) and o2 analyzer readings were in acceptable range and met specification. But with blender setpoint of 80%, the ccm reading was 80.4% and o2 analyzer reading was 89.0% (out of specification), which did not meet specifications.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The srt checked the o2 sensor voltage with 100% oxygen and the voltage was 2.655 volts direct current (vdc). This voltage continued to slowly drop, eventually to where it was in specification. The srt calibrated a second time and the sensor passed. The o2 sensor voltage with o2 of 100% was 1.982 vdc which is within specification. As a precaution the srt replaced the o2 sensor and ran applicable verification tests on the new o2 sensor; all tests passed. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that after installation of the new oxygen (o2) sensor and during calibration, the following message was displayed: "cannot calibrate". There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.